Manufacturer narrative:
A cartridge lot number search was performed and one similar complaint was found.

Event description:
The reporter stated the haptic of an eyeconics lens was torn upon insertion and was removed with no pt injury. Another same type lens was implanted. The reporter stated, it was the surgeon's opinion that the likely cause of the iol damage was due to the cartridge. The pt's current prognosis is good.